Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a check vent: backup alarm failed error code. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer was requesting the option codes for a v60 ventilator, as it was reported that the customer had replaced the cpu due to error code check vent: backup alarm failed. The rse provided the customer with the option codes and it was reported that the restoration was successful. The system meets the specification for the performed service and is returned to use.